Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt did not have equipment present for equipment was at home and pt was at work. The reason for call was pt had not been able to use their stimulator when they were proved by another controller since it was stolen, the controller was not set up and when they tried to use it in either (B)(6) 2021. When pt tried to use the medtronic device the recharger cord pad burnt their back. When pt charges their implant they fall asleep since it could take 2 hours or longer to charge and when they fell asleep the pt felt it burning their back and they had not used it since. It had left a mark and the controller would not turn on anymore. When pt got their new controller it was not properly programmed until 3 months later (ps understood pt did not set up the controller until 3 months later). The equipment was not present and it was in a box at home. Troubleshooting was unable to be performed as pt will call back tomorrow with equipment present. Pt noted they took pain medications but they needed the device to work since pt was in pain, pt could no longer take medicine at work for they needed the medtronic device to work while at work. Pt was given pain medications until the device worked properly, pt noted they got steroids on the spine. Pt got a stimulator since they had a missing bone in the spine. During call pt got escalated and was demanding a supervisor, while the pt was on hold pt disconnected the call and due to nature of call ps did not reach out to pt. Pt noted they had a representative show up at an appointment but the doctor would not let them do anything. Pt will be calling back tomorrow with equipment present to gather rtm serial number for a replacement and to do further troubleshooting with the controller.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger, product ID: 97745, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). The pt called back and reiterated details of case. The pt said the recharger antenna (rtm) had burned their back when they were sleeping and recharging their implantable neurostimulator (ins) for a couple of hours and the rtm had "left blisters on their back" so bad they had to stop charging for a while and "allow their back to heal." Pt said the rtm "burned the mess out of my back." Pt also mentioned their "device was never programmed" (see call code notes below) and pt needed a manufacturer representative (rep) to reprogram their controller (patient services specialist(pss) understood that the pt did not understand that the settings for their ins were stored inside their ins battery in their body). Pt was escalated during the call and requested a supervisor who could help them get their rtm replaced. Pt said their ins had been dead. Pt said they went to "pain management" and a lot of pain management offices were not accepting the pt because of "their condition." Pt said they called their implanting healthcare provider (hcp) and their implanting hcp was no longer at the clinic. Pt said they were in excruciating pain because they could not charge their ins. Pt did not have equipment with them to provide serial number of recharger (rtm). Patient services (pss) mentioned they would consult the repair department and pt requested callback after pss consulted the repair department. Pss agreed to call the pt back on phone 2. When pss called the pt back on phone 2, pt did not answer phone and pss got a voicemail and left a voicemail for the pt. Additional information was received from a patient (pt). The pt repeated the recharger was burning their back. Pt also mentioned controller was stolen and pt received a new controller. Pt wanted a rep to help set up the new controller and look at the recharger that is burning them up. Pt also mentioned stimulator had not worked right since they were implanted. Pt said they were in excruciating pain. Reviewed controller just needed to be paired. Additional information was received from a patient (pt). The pt called and also repeated details previously reported in this case in regards to the recharger burning their back while charging. Pt stated their hcp told them they can no longer see them and discharged them. Pt explained that "a while ago" their ins flipped in the pocket and was protruding outwards from their body. Pt stated their boyfriend attempted to push the ins back into place but pt is now experiencing a lot of pain. Pt also mentioned their hcp prescribed them percocet in the past but they were unable to take it because they were given a generic brand. Pt stated they has an MRI done to see if the ins was flipped and they were supposed to receive the results shortly after but their hcp discharged them so they were never given the results from the MRI scan. Pt stated they don't know what to do at this point. Patient services (pss) reviewed information, a replacement recharger (rtm) was sent out, and sent an email to the field for visibility.